Event description:
Broviac catheter inserted on 6/18/97 in the or by dr. Catheter site became reddened and line became sluggish with leaking. On 6/25/97, broviac removed and cracked noted, new broviac inserted. On 6/26/97, the second catheter was noted to be leaking with infusion. Dr removed the catheter and it was noted the crack was in the same location below the junction of the sheath as broviac #1.